Event description:
Fluid leakage from the y-site. The tubing set was delivering pooled platelets. The platelets were initiated and there were no problems for the first 15 minutes. Reportedly, after the initial 15 to 20 minutes, leaking from the y-site was noted. The nurse reported that the leak was at the y-site leg. The tubing was changed and the pt received a second transfusion of platelets. The pt did not experience any adverse sequelae. Though requested, there was no further info available.